Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer had elevated blood glucose levels (+200 mg/dl).

Manufacturer narrative:
The device has not yet been returned for eval. Should new relevant info become available a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) old.